Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This also serves as a correction report. Section h4 (device MFR date) was incorrectly updated in the previous report. Correction has been made. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reports that the customer received unspecified lower scan result from adc device compared to unspecified blood glucose reading obtained on adc meter device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced vomiting, malaise, diarrhea, and fever. The customer was brought in a medical center facility where a blood glucose reading of 157 mg/dl was obtained on a healthcare professional (hcp) meter device and blood tests were performed. The customer received glucagon, "linteral" injection, and intravenous fluids for treatment. There was no report of death or permanent impairment associated with this event. A scan result of 40 mg/dl obtained on adc device was compared to adc meter reading of 157 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reports that the customer received unspecified lower scan result from adc device compared to unspecified blood glucose reading obtained on adc meter device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced vomiting, malaise, diarrhea, and fever. The customer was brought in a medical center facility where a blood glucose reading of 157 mg/dl was obtained on a healthcare professional (hcp) meter device and blood tests were performed. The customer received glucagon, "linteral" injection, and intravenous fluids for treatment. There was no report of death or permanent impairment associated with this event. A scan result of 40 mg/dl obtained on adc device was compared to adc meter reading of 157 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. It is unknown when these readings were obtained in relation to the reported adverse event.